Event description:
Patient contacted dexcom to report no audio output. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product return received for receiver. Product investigation concluded no defects found.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported no audio output.